Event description:
There was an allegation of a questionable false positive elecsys hbsag ii result from the cobas e 411 analyzer (rack system) for one patient. The patient was reported to be hbsag positive, with results around 2000 coi. A rerun was not performed. When performing the pcr testing with the hbv dna assay, the result was negative. The patient is positive for anti-hbc.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). Repeatedly reactive samples must be investigated using an independent neutralization test (elecsys hbsag confirmatory test). For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The investigation determined that the assay is performing within specification.